Event description:
It was reported that pre-op the blade was not rotating in the m5 handpiece and it was heating. There was no patient involved.

Manufacturer narrative:
H3: product analysis found that able to confirm the partial reported fault. But not able to confirm heating issue. Found the handpiece cosmetically not ok, connector has dent, blade/bur not rotating, hi-pot test fail and error code 15 (handpiece stalled). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the handpiece was heating within a minute when run at a speed of 5000rpm with irrigation flowrate of 15cc/m.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.